Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been admitted to the hospital for diabetic ketoacidosis (dka). The customer's parent requested troubleshooting to be performed with the customer. The contact did not have any additional information. Tandem technical support attempted to contact the customer to perform troubleshooting and to obtain additional information about the hospitalization. The customer did not reply to the requests.